Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during the prime test and motor error alarms during basic occlusion test due to loose drive support disk. Cracked case all corners of display window, cracked reservoir tube and window and reservoir tube lip, cracked battery tube threads and scratched display window and missing end cap sticker noted.

Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed, and the drive support cap was sticking out. The blood glucose was 118mg/dl. The caller also stated that the device alarmed motor error. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.